Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to need assistance with adjusting the temp basal percentage. Customer's blood glucose was over 500 mg/dl. Customer was on steroids. After troubleshooting, customer will not be returning the device for analysis.